Manufacturer narrative:
One tapered screw-vent implant, (tsvb8) and mount were returned for investigation. Visual/physical evaluation and functional testing have determined that the devices could not disengage. DHR review for the lot: (1258280) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot: (1258280) and no similar event or complaint was found. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: warnings. Per the applicable IFU, improper techniques can lead to device failure. A definitive root cause could not be determined. However, based on the investigation, the reported event might have occurred following incorrect techniques used by customer. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the mount was impossible to detach from the implant and the implant had to be removed. Tooth site 22. Procedure completed with a 3,7 x8 tsv implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a4: patient weight unknown / not provided g4: k011028, k013227.